Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that no signs or symptoms. Upon regular interrogation during patient visit out of range impedance noted on #3 and #9 contacts. Rep programmed around the out of range contacts. The issue has not been resolved at the time. No surgical intervention occurred. Unknown if surgical intervention planned. No patient injury reported.